Event description:
It was reported: "dr. (B)(6) stated the pt. Had onset of pain starting (B)(6) 2011."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 42mm, cat# nls-420000b, lot# 25705902. Trident psl ha cluster 56mm, cat# 542-11-56f, lot# mjl03m. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mjky2p. Uni adaptor sleeve v40 ti, cat# 6510-t-204, lot# 3331006. A 6.5 cancellous bone screw 50mm, cat# 2030-6550-1, lot# mph995. A 6.5 cancellous bone screw 16mm, cat# 2030-6516-1, lot# mhnakw. It cannot be determined which, if any of theses devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.